Event description:
The manufacturer received information alleging eye irritation, nausea, vomiting, inflammatory response. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed